Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient received a replace generator soon message. A field representative confirmed the low battery message. As a result, the patient may undergo surgical intervention.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service. Correction - device code updated due to investigation results.